Manufacturer narrative:
Assay performance check data was acceptable. Based on the information provided, the customer is not using the recommended rack adapter for the 13x75 mm primary tubes. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Possible root causes for this event may be sample quality and insufficient maintenance. The most likely root cause of the issue may be related to temporary bubbles or foam on the sample surface, temporary bubbles or foam on the reagent surface or that the recommended rack adapter was not used.

Manufacturer narrative:
The tsh reagent lot number was 166369. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 3 patient samples tested for elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. Patient 1 initial tsh result with reagent lot 166369 (expiration date not provided) was 0.01 uiu/ml from the primary tube without the recommended rack adapter. This result was reported outside of the laboratory where the physician questioned it as it was not compatible with the patient¿s clinical picture. On (B)(6) 2017 the sample from the primary tube was repeated on the analyzer using reagent lot 172513 and the result was 2.68 uiu/ml. This result was considered to be correct. The customer had 2 other patient samples that produced very low results on (B)(6) 2017 using reagent lot 166369. The low results had been released within the system but had not been released to the patient. On (B)(6) 2017, the customer repeated these patient samples on the analyzer using reagent lot 172513 and the repeat results were considered to be correct. Patient 2 (female, (B)(6)) initial tsh result was 0.25 uiu/ml from the primary tube without the recommended rack adapter. The repeat result was 2.47 uiu/ml from a standard cup. The repeat result was reported outside of the laboratory. Patient 3 (female, (B)(6)) initial tsh result was 0.01 uiu/ml from the primary tube without the recommended rack adapter. The repeat result from the primary tube was 2.27 uiu/ml. No adverse event occurred. The last liquid flow cleaning was on (B)(6) 2017 and (B)(6) 2017. The pinch tube was last exchanged on (B)(6) 2017. The quality control (qc) data provided by the customer shows fluctuating values.